Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the birth of a non-viable infant on (B)(6) 2016 at 21:18 after which the infant expired despite resuscitation efforts. The customer indicates that there was a discrepancy between the avalon fm30 cardiotocograph (ctg) data and the clinical outcome of the patient; the incident was not anticipated or expected based on the fetal monitor data.

Manufacturer narrative:
The provided trace has been evaluated by a philips rnd engineer and a philips clinician. Philips did not go on site to evaluate the device. Based on the evaluation, no product malfunction could be identified. Several warnings ¿check paper¿ and coincidence alarms have been printed on the trace indicating on one hand that the customer was not using philips paper and on the other hand that the device had detected a coincidence between the maternal pulse, obtained from the toco mp transducer and the fetal heart rate obtained from the ultrasound transducer. The available data supports that the device did not malfunction. The customer received a letter about the findings. Philips cannot determine if user error was a factor in the fetal demise, therefore any coincidences which the device alerted may have remained unrecognized. The device clearly indicated the detection of coincidence between the maternal pulse, obtained from the toco mp transducer and the fetal heart rate obtained from the ultrasound transducer.